Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) india alleging the onetouch ultra meter gave a "hi" (over 600 mg/dl) reading. After a couple of the alleged "hi" reading, the patient consulted with his doctor who advise to give 26 units of human mixtard insulin. On the evening of (B)(6) 2012, the patient increased his increased as advised by his hcp and started to feeling symptom of weakness. He was eventually hospitalized with a blood glucose of 40 mg/dl that same day. He was treated with sugar and recheck one hour later with a blood glucose of 80 mg/dl. On (B)(6) 2012, the patient compared his lfs meter reading of "hi" (over 600 mg/dl) to another non lfs meter reading of "180 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient was treated for hypoglycemia after he took insulin based on the alleged "hi" on the subject meter.

Manufacturer narrative:
Follow-up # 1 (06/05/2012)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and on (B)(4) 2012 product analysis (pa) evaluated the test strips with the following findings: the test strips failed for controls solution high and the control solution range on the test strip vial was illegible. The retain test strips were tested and they passed testing with no faults found. The meter involved with this complaint has been returned on (B)(4) 2012 and was evaluated by pa on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The meter was found to work properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.